Event description:
This case was reported by a lawyer and verified via medical records and described the occurrence of heavy metal poisoning in a pt who used poligrip for dentures. In the complaint, the reporter (lawyer) alleged that the complainant, experienced heavy metal (zinc) poisoning and neurologic insult as a result of absorption and ingestion of poligrip. This case was assessed as medically serious by gsk. In 1998 the pt started use of poligrip (dental) initially at one to two tubes per week, then increasing to five to six tubes weekly. In 2003 the pt began experiencing positive lhermitte's sign that went down his spine and numbness of his feet, and he felt he had a herniated disc. He was found to have 2+ reflexes at that time with a profound decrease in vibratory sensation in his lower extremities. Electrodiagnositc studies of the lower extremities on 01/03/04 showed changes consistent with a mild demyelinating neuropathy. Conduction velocity was diminished in the 30s, and imaging studies were unremarkable except for some mild degenerative spondylotic changes in the neck and a disc extrusion at the c4-c5 level. MRI showed decreased height space, evidence of a hemilaminectomy, disc protrusion at l4-l5 measuring 4 to 5 mm, and tears at t8 and t9. He was found to have a rising monocytosis, which his hematologist felt could indicate a possible bone narrow failure . In the summer of 2003, the pt began experiencing numbness, tingling, and cold sensations of the lower extremities. On 01/26/2004, the pt was found to have a sed rate of 20 and ferritin of 181, and it was felt that he had anemia and leukpenia of unknown etiology. The pt was started on gabapentin (neurontin). MRI on 03/20904 showed 40% cellularity with a shift to the left. A "bone marrow specialist" felt the pt was having early bone marrow failure, and he discovered that the pt's zinc level was elevated. The pt was referred to a neurologist at a local university, who felt the pt had myeloneuropathy associated with zinc toxicity and started him on IV cupric sulfate and amitriptyline. The physician felt the pt's use of poligrip with his poorly fitted dentures was the source of his zinc toxicity. The pt's blood counts improved, but he continued to have paresthesias of his feet and toes, trouble bending his legs, and muscle cramps. The physician's impression was that the pt had "demyelinating neuropathy secondary to zinc oxide" and "history of anemia and leucopenia secondary to zinc toxicity." The physician also stated that the pt used excessive amounts of poligrip denture adhesive, up to a tube a day, due to poorly fitting dentures.